Event description:
During use of the device for an endoscopic saphenous vein harvesting procedure, the user reported the device produced poor tunnel quality/no insufflation. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.